Event description:
In (B)(6) 2023, the stent was placed to address the patient's stenosis issue. In (B)(6) 2024, the patient experienced abdominal pain and subsequently sought a follow-up examination at the hospital. Imaging revealed that the stent had fractured, only one more stent could be placed to solve the problem.

Manufacturer narrative:
It was reported that after 10 months of stent placement, imaging revealed that the stent had fractured. Based on the attached photos, it is confirmed that the stent was fractured. It was successfully passed in the criteria of manufacturing and inspection as a result of confirmation of device history record for the relevant product. Fracture can occur by other company's device as well as ours. It is affected by patient's lesion status, peristalsis of organs, and drug use in general. Duodenum structure where stent was implanted is curvy. Stent can be frequently pressured due to patient's lesion status, and fracture be possible. However, it is hard to identify the exact root cause since it is hard to reconstruct the situation at the time of procedure. It is hard to identify the exact root cause since the device was not returned, and it is hard to reconstruct the situation at the time of procedure. However, based the stent being fractured in the attached photo, it is assumed stent fracture occurred due to the combination of continuous stress on the stent from the pressure generated from the patient's lesion, peristalsis of organs and other factors complexly. It is considered this caused the patient to experience abdominal pain, and an additional stent was placed. In the user manual by taewoong, it is stated that "potential complications associated with the use of niti-s & comvi stent may include, but are not limited to: stent fracture". This suspected device is not registered in the us but we will continuously monitor the same or similar customer complaints through accurate analyses.